Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because surgeon used this femoral stem, only plastic bag will be sent back to zimmer biomet. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon opened the sterile packaging of the product, a black stain adhered to the plastic bag which contained the stem directly.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; therefore, the visual inspection of the returned product exhibited black residue, holes and scuffing damage. The product was in transit or in distributor office for approximately six and half years and it's unknown how many times it was in transit in between hospitals. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Previous investigation confirmed that the residue was from the implant and was not a contaminant. The issue was cosmetic in nature caused by the implant shifting during transit. The investigation suggested an update to the packaging that would decrease the implants ability to shift during transit. A definitive root cause was determined design deficiency and transit damage. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.